Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-010180. It was reported the patient was unable to increase the amplitude when using the scs system. Diagnostic testing revealed high and low impedance values. Additional information revealed the patient had an infection at the ipg site (reference MFR. Report#'s 3006705815,1627487-2018-008829 and 1627487-2018-0883) where the patient's ipg and extensions were explanted on (B)(6) 2018. The ipg and extensions were replaced on (B)(6)2018. However, the lead remained in place. It was determined the replacement of the ipg, resolved the impedance issues with the lead.

Manufacturer narrative:
Corrected data: the patient's ipg and extensions were explanted on (B)(6) 2018. The ipg and extensions were replaced on (B)(6) 2018. Not explanted and replaced on (B)(6) 2018 as previously reported.

Event description:
Device 2 of 2 : reference MFR. Report#: 1627487-2018-010180.